Event description:
It was reported that balloon detachment occurred which resulted in additional intervention and prolonged surgery. The patient underwent percutaneous coronary intervention (pci). The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). Following completion of rotablation, a 4.50 x 20mm synergy megatron drug-eluting stent was implanted without any issue. However, during removal of the catheter, the balloon of the stent delivery system detached from the catheter. A non-boston scientific guidewire also snapped, snaring was attempted but the 30cm wire fragment migrated and was left inside the patient. The balloon of the synergy megatron stent was captured and removed using a small, inflated balloon. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy megatron mr ous 4.50 x 20mm was returned for analysis. No stent was returned, the stent was implanted in the patient. The balloon was in a deflated state. A visual and microscopic examination of the balloon material identified no tears or holes in the balloon. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no kinks or damages. The device was received in two sections as a result of a break at the guidewire exit port. An examination of the distal section of the break identified that the inner/wire lumen was stretched. As a result of the stretching in the inner/wire lumen, the proximal markerband was pulled into the proximal sleeve in the balloon. Due to the stretching of the lumen, it was not possible to pass wire through the wire lumen.

Event description:
It was reported that balloon detachment occurred which resulted in additional intervention and prolonged surgery. The patient underwent percutaneous coronary intervention (pci). The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). Following completion of rotablation, a 4.50 x 20mm synergy megatron drug-eluting stent was implanted without any issue. However, during removal of the catheter, the balloon of the stent delivery system detached from the catheter. A non-boston scientific guidewire also snapped, snaring was attempted but the 30cm wire fragment migrated and was left inside the patient. The balloon of the synergy megatron stent was captured and removed using a small, inflated balloon. The procedure was completed. No patient complications were reported. It was further reported that the balloon was allowed to deflate for 20 to 30 seconds and was fully deflated prior to withdrawal attempts. It also met resistance during withdrawal attempts through a guide catheter.

Manufacturer narrative:
B5 - describe event or problem: updated to include the additional information obtained. H6 - device codes: added the code "difficult to remove".

Event description:
It was reported that balloon detachment occurred which resulted in additional intervention and prolonged surgery. The patient underwent percutaneous coronary intervention (pci). The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). Following completion of rotablation, a 4.50 x 20mm synergy megatron drug-eluting stent was implanted without any issue. However, during removal of the catheter, the balloon of the stent delivery system detached from the catheter. A non-boston scientific guidewire also snapped, snaring was attempted but the 30cm wire fragment migrated and was left inside the patient. The balloon of the synergy megatron stent was captured and removed using a small, inflated balloon. The procedure was completed. No patient complications were reported. It was further reported that the balloon was allowed to deflate for 20 to 30 seconds and was fully deflated prior to withdrawal attempts. It also met resistance during withdrawal attempts through a guide catheter.